Event description:
Base curvature beyond ansi (american national standards institute) standards. Diameters were off tolerance. Lenses were received with surface defects. Thickness was also beyond tolerance. Poor lenticular blends which create sharp angles. Problems were noted before pt. Use. Doctor has not received any evaluation results after returning product to the MFR.